Event description:
It was reported that the double lumen tube disconnected from the chamber of the device.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. This device was used on a patient and replaced for a new one. The patient was not re-catheterized as a result and there was no report of injury to the patient. It was also reported that the device was in use for eighteen (18) days prior to the malfunction. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected.